Event description:
A pump declared an altitude alarm incident while the customer's blood glucose level was recorded at 19.9 mmol/l, indicating no adverse impact. Technical support instructed the customer to clean the speaker holes, remove the current cartridge, and attempt to resume insulin delivery, which initially failed. The customer was then advised to load a new cartridge, after which the altitude alarm did not recur, and it was determined that the original cartridge had not vented properly. A replacement cartridge was subsequently provided.